Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture at maximum outputs. Low p-waves and high out of range pacing impedance measurements were also observed. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed to vvir. It was reported the patient will be upgraded to a biventricular device at an unknown future date and the atrial lead will be replaced at that time. Should additional information become available this report will be updated.